Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the erbe integrated electrosurgical unit (iesu) due to a faulty return electrode monitor preventing monopolar energy activation. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar energy on the erbe integrated electrosurgical unit (iesu) was not activating and the unit displayed an error message requesting to check the neutral electrode. As a workaround, the customer used an external diathermy unit, which resulted in a temporary interruption to the procedure. A specific error code could not be identified by the technical support engineer (tse) as the issue was related to the erbe unit. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: it was confirmed that the site clinical nurse of robotics informed the fse of the issue on the date in which the event occurred, 09-january-2026.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and confirmed the event occurred during a da vinci-assisted sleeve gastrectomy surgical procedure. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) was analyzed, and m-1f error logged on 17-november-2025 and m-b1 errors logged on 01-december-2025 indicated issues with neutral electrode pad operation. Additional notable errors included errors m-35 and c-06/m-11/m-18. Inspection during failure analysis identified error codes in the erbe logs that matched the fault condition and timeframe of the reported event, but were unable to be replicated on site. An m-0b error identified in the erbe logs from 08-january-2026 indicated an issue with the neutral electrode pad and the unit halted monopolar operations until the issue with neutral electrode pad was resolved. The unit was tested on an in-house system where all operations were successful via all ports. However, error m-35 was also observed in erbe logs. The complaint was confirmed, but not replicated, based on failure analysis.the probable root cause cannot be determined based on the information provided and failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient surface.